Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported a case of bilateral filamentary keratitis, observed on a patient's eyes twenty one months post lasik treatment. Reporter indicated patient presented thinking an enhancement was needed; however, very dry eyes and keratitis were noted upon slit lamp examination. Patient noted having blurred vision and fbs for six months. Upon follow up, reporter indicated punctal plugs were inserted into the lower punctum of both eyes, use of artificial tears recommended, and patient was referred back to primary eye care physician. There are two related reports for this patient. This report addresses the left eye, and another manufacturer report will be filed for the fellow eye.